Manufacturer narrative:
Patient information was not provided. The model and serial number are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During follow-up communication with the customer, livanova (B)(4) learned that the contaminated device has been replaced with a loaner. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that small black specs were noticed in the water lines of the heater-cooler system 3t. Through follow-up communication with the customer on (B)(6) 2017, livanova (B)(4) learned that the device was tested and was found to be contaminated with organisms in the same family as mycobacterium chimaera. The device was removed from service. There is no known patient involvement.